Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a multiple occlusions occur in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation, h11. H11: the event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, and "upstream occlusion!" Alarms" however the log cannot be used to distinguish true and false alarms. Should additional relevant information become available, a supplemental report will be submitted.